Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that signal loss occurred. The patient's parent reported that the pediatric patient experienced signal loss from the mobile device for 1-3 hours. The parent stated the patient started the sensor session (B)(6) 2024 and it was all working fine. The day of the event on (B)(6) 2024, the sensor and transmitter stopped working. The parent reported that she was getting an error message that read "connecting with tx wait for 30 mins." The parent attempted troubleshooting, but the error message persisted. The patient developed symptoms of hyperglycemia including vomiting and ketones. Due to the patient not getting readings, the parent did the blood glucose (bg), and it was showing 581 mg/dl. Concerned for diabetic ketoacidosis, the parent transported the patient to the hospital. There, she was treated for 3 hours. Upon arrival, the bg was 500 mg/dl, the medical staff gave the patient an IV drip for the insulin. The patient was given some medications such as tylenol, zofran, IV fluid, and water. After stabilization, the patient was transported to a different facility where the bg was below 300 mg/dl. Upon arrival at the second facility, the patient was treated with IV fluid and insulin. At the time of the report, the plan was to discharge the patient the next day. The patient was also undergoing blood work and laboratory tests. Of note, the parent attempted to change the sensor the day of the report and was still getting signal loss that evening. Due diligence attempts to contact the reporter for more information were attempted but not successful. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that signal loss occurred. The patient's parent reported that the pediatric patient experienced signal loss from the mobile device for 1-3 hours. The parent stated the patient started the sensor session (B)(6) 2024 and it was all working fine. The day of the event on (B)(6) 2024, the sensor and transmitter stopped working. The parent reported that she was getting an error message that read "connecting with tx wait for 30 mins." The parent attempted troubleshooting, but the error message persisted. The patient developed symptoms of hyperglycemia including vomiting and ketones. Due to the patient not getting readings, the parent did the blood glucose (bg), and it was showing 581 mg/dl. Concerned for diabetic ketoacidosis, the parent transported the patient to the hospital. There, she was treated for 3 hours. Upon arrival, the bg was 500 mg/dl, the medical staff gave the patient an IV drip for the insulin. The patient was given some medications such as tylenol, zofran, IV fluid, and water. After stabilization, the patient was transported to a different facility where the bg was below 300 mg/dl. Upon arrival at the second facility, the patient was treated with IV fluid and insulin. At the time of the report, the patient was also undergoing blood work and laboratory tests. Of note, the parent attempted to change the sensor the day of the report and was still getting signal loss that evening. The patient stayed in the hospital for over 24hrs and discharged once she was stable. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).